Event description:
While reaming the humeral head with the attached reamer, the circumferential part became stuck in subchondral bone while the central peg continued to turn. As a result, the central hole used to give an initial stability to the prosthesis was largerly over reamed. It is worth montioning that the bone of the pt was very hard and in any case difficult to ream. Surgery was prolonged for 1 hour.